Event description:
It was reported that a bd alaris pump infusion set disconnected at the y-site located below the slide clamp while a nurse was priming the line. The incident occurred in the surgery department. There was no reported patient impact.

Manufacturer narrative:
The customer's report that the tubing set disconnected at the y-site was confirmed based on the separation at the engagement between the outlet of the second smartsite port and tubing. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement along with the tubing not being fully inserted. Dimensional measurement confirmed the tubing to be within specification. No testing was deemed necessary due to the obvious separation. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The device history record for model 2426-0500 lot 20023270 shows the set was manufactured on 19feb2020 with a total of (B)(4). There were no quality notifications issued during the production build of this set.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a bd alaris pump infusion set disconnected at the y-site, which is located below the slide clamp, while a nurse was priming the line. The incident occurred in the surgery department. There was no reported harm to the patient or any medical personnel.